Event description:
Device issue: none. Adverse event: restenosis. Onset of adverse event: 36 months post procedure. It was reported that the patient underwent right internal carotid artery rx acculink stent implantation (B) (6) 2006. On (B) (6) 2009, the patient underwent successful stenting of the restenosed target lesion with a non-abbott stent. There was no adverse patient sequelae. The patient was discharged to home on (B) (6) 2009. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (6) study event. (B) (4): the stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow up report will be submitted with any relevant information.